Manufacturer narrative:
(B)(4).

Event description:
The reporter stated a cc4204a collamer single piece lens +22.0 diopter lens was torn while loading. The reporter indicated they were unsure why the lens tore and there was no patient contact with the lens. The reporter stated they had no additional information to provide.